Manufacturer narrative:
Trackwise # (B)(4). The investigation has been started, since the complaint was received, the following contents have been conducted: 1. DHR review: the DHR of the reported lot 3000130956 has been reviewed. No non-conformity is observed indicated the reported failure ¿acrobat-I positioner lock did not work well¿. All the products had been performed 100% function tests regarding ¿knob tighten link arm¿, ¿jaw locking¿ and ¿lever locking¿, which demonstrate the knob can tighten the link arm, jaw can be locked when the lever is in the closed (locked) position, and the lever can be locked. 2. Trend review: in the last 12 months, 29th june 2020 to 29th june 2021, the occurrence rate is approx. 0.0099%. There¿s no similar complaint reported for this reported lot 3000130956. 3. Device was not returned since it was discarded at hospital. 4. Root cause evaluation, as the device was not returned for evaluation, the reported failure "acrobat-I positioner lock did not work well" can't be confirmed and the root cause can't be confirmed. Complaint historical data has also been reviewed, there's no similiar cases happened before.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure acrobat-I positioner ch lock did not work well. They abandoned the specifications of the product and released a new system that could be used indefinitely this time. There was no patient effect.